Event description:
The distributor reported during a rib thoracotomy, while attempting to seat the screws with a manual driver two additional ribs were broken and three screws broke and the tips of the screws remain in the patient's bone. The surgeon indicated the bone was very dense and likely the cause of the screws breaking.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.